Event description:
It was reported that the customer received a button error alarm on the insulin pump, after accidentally going into the pool while wearing it. Her blood glucose level was 205 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm or unexpected error noted. Insulin pump received with minor scratches on display, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.